Manufacturer narrative:
The pump (B)(4) was returned for analysis and analysis of the pump found no significant anomaly. (B)(4).

Event description:
Additional information was reported by the company representative on 2016-05-25. A print out from (B)(6) 2016 was returned and it showed that the low reservoir alarm had occurred.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Associated with (B)(4).

Event description:
Information was received from a consumer, health care provider, and a manufacturer representative regarding a patient who was receiving 25 mg/ml morphine at 2.901 mg/day and 600 mcg/ml clonidine at 69.62 mcg/day via a pump implanted to treat non-malignant pain, post lumbar laminectomy syndrome, and arachnoiditis it was reported that on an unknown date shortly after the last pump replacement on (B)(6) 2015, the patient's pump was not working. The patient was in pain and was going through withdrawal. The patient complained of withdrawal symptoms as off again on again symptoms. Sometimes the patient would feel well and other times he felt like he was in withdrawal. The patient was prescribed a personal therapy manager to use with the therapy. On (B)(6) 2016, the patient had clonidine added to the morphine in the pump. The pump's expected residual volume was 38.7 cc and the actual was 38 cc. The health care provider did not believe the patient was experiencing withdrawal. The patient and manufacturer representative believed it was a catheter related issue. On (B)(6) 2016, the pump was replaced. During the procedure, the health care provider was unable to clear the catheter/withdraw fluid via the catheter access port. The pump connector portion of the catheter was removed and replaced, but the health care provider was still unable to aspirate the catheter. The health care provider was not concerned. With continued monitoring, if there was a catheter issue identified, a catheter revision would occur. There were no complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.